Manufacturer narrative:
Date rec¿d by MFR : 25jul2019, date of report : 12aug2019. The field service engineer (fse) confirmed the reported touchscreen issue. The fse replaced the touchscreen system to address this issue. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 25june2019. A follow-up report will be submitted once the investigation has been complete.

Event description:
Touchscreen failure. There was no patient involvement.

Manufacturer narrative:
MFR received date: 21 oct 2019. The part was returned to the manufacturer for failure investigation (fi). It was determined that the ul_lr and ur_ll resistance were out of spec and resistance ratio ul_lr/ ur_ll were out of spec. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.